Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer's arm and pillow were serving as obstructions between the pump and the transmitter. The customer removed the obstructions and connection was regained. The customer's blood glucose level was 150 mg/dl.